Manufacturer narrative:
Concomitant product: c174awk ICD (B)(6) 2008.

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. It is considered to have occurred since the lead was slightly pulled back. The lead outputs were adjusted and the lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.